Event description:
It was reported that the patient experienced inappropriate shock due to dislodgement of the atrial lead. The patient was brought in for surgery and the lead was explanted and replaced successfully. The patient was stable following the procedure and discharged the next day. No other issues were reported following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.